Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons would not work. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped in paint. The customer stated that they washed off the paint on the insulin pump. The customer stated that there was moisture on the insulin pump screen. The customer also reported that she was not able to check the alarm history due to the keypad anomaly. The customer was unable to clear the battery out limit alarm due to the keypad anomaly. The customer stated that they were not used to manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.